Event description:
It was reported that the procedure was performed to treat a lesion in the left common iliac artery with heavy calcification. The 8x39mm otw omnilink elite balloon expandable stent (bes) was advanced without resistance; however, before reaching the target lesion the stent suddenly came off the shaft and was noted partially dislodged when was still on the distal portion of the balloon. Therefore, an unspecified balloon was used for post-dilatation to fully deployed the stent at the location. Part of the device is in the target lesion and part is in healthy tissue. The omnilink bes was removed without issues. A 8x59mm omnilink stent and a 8x29mm omnilink stent were used to complete the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported stent dislodgement could not be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.